Manufacturer narrative:
It was reported that it was impossible to perform contactless registration because of a repeated inaccuracy. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there was no failure of the device. The most probable root cause is a discrepancy between the actual patient¿s head that day and the CT scan. Plus, during the verification of registration, a high rms value was caused by a design defect.

Event description:
It was reported that after a successful facial laser registration, discrepancy was noticed during the verification steps between the laser points measured on the face and those measured on the back/top of the head (points were floating about 5mm above the skin on the scan). This occurred upon each of the 3 subsequent attempts. The surgeon finally switched to marker registration (bone fiducials) and could complete the surgery. This event caused a 2 hours delay.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that after a successful facial laser registration, discrepancy was noticed during the verification steps between the laser points measured on the face and those measured on the back/top of the head (points were floating about 5mm above the skin on the scan). This occurred upon each of the 3 subsequent attempts. The surgeon finally switched to marker registration (bone fiducials) and could complete the surgery. This event caused a 2 hours delay.